Event description:
It was reported to philips that the system would not boot up and stuck at 00:00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed without any delay by moving patient to another room. The philips remote service engineer (rse) confirmed that the reported malfunction. The philips field service engineer (fse) identified that the replay contact were bad, and it blew the fuse in mpdu (mains power distribution unit). The fse replaced mpdu. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.